Manufacturer narrative:
Expiration date: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The returned balloon was found perforated in the balloon near the distal ro(radiopaque) marker, and therefore could not be inflated. In the case of this complaint it is most likely that the balloon got damaged during use. An assignable cause of procedural factors will be assigned to the investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during intracranial percutaneous transluminal angioplasty (pta) case, a balloon catheter (subject device) was prepared and filled with 80% diluted contrast agent. As the contrast agent was injected inside the patient, the contrast agent leaked from the vicinity of the balloon catheter distal marker. The balloon did not expand. It looked like there was a hole in the balloon. There were no clinical consequences to the patient.

Event description:
It was reported that during intracranial percutaneous transluminal angioplasty (pta) case, a balloon catheter (subject device) was prepared and filled with 80% diluted contrast agent. As the contrast agent was injected inside the patient, the contrast agent leaked from the vicinity of the balloon catheter distal marker. The balloon did not expand. It looked like there was a hole in the balloon. There were no clinical consequences to the patient.